Event description:
After the fabric was implanted as a carotid patch, it leaked blood (quantity unknown). The patch was treated with topical thrombin and became blood-tight. The patch was left in. The pt's condition is stable.